Manufacturer narrative:
Product event summary: the device was returned for analysis; however, physical analysis is pending. The performance data collected from the device memory was received and analyzed. Analysis of the device memory indicated an alert for excessive charge time eos (end of service). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had a sudden drop in battery voltage without going into recommended replacement time (rrt). The ICD was at end of service (eos) and had a charge circuit time out warning. The battery longevity was less than expected. The ICD was removed and a new ICD was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. Hybrid analysis confirmed the low battery voltage and found the system current drain to be nominal. The device was fully functional throughout the analysis. No battery depletion mechanism, such as high system current drain, was observed. The hybrid demonstrated nominal high voltage charge time. No significant leakage was observed on the high voltage therapy capacitors. These results were consistent with the device battery causing the device to charge inefficiently. Battery analysis showed no internal battery shorting occurred and lithium (li)-severing was observed. Review of the save to disk data confirmed excessive charge time occurred before elective replacement indicator (eri) and subsequent explant. The charge timeout resulted from an increased battery resistance induced by li-severing. If information is provided in the future, a supplemental report will be issued.